Manufacturer narrative:
Voluntary mw number mw5068615 was received 04/06/2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced angina on the left chest and tingling via fingertips and tongue for a day. As a result, the patient was given nitroglycerin to feel better.